Event description:
Received info stating pt incorrectly set his carb ratio to lu/75g cho and not to 7.5.

Manufacturer narrative:
No product has been returned for evaluation. Should new info become available a follow up MDR will be submitted.